Manufacturer narrative:
Block h6 (device codes): imrdf code a050501 captures the reportable event of bands failure to deploy. Investigation results: product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review was performed. The instructions for use (IFU) contains detailed device information and instructions for the device use. There is no evidence the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. A risk review of the band ligation was completed and confirmed that the event of bands failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the event description and information provided by the customer there is not enough evidence to determine whether the bands failure to deploy was due to the physician's technique during the procedure or was related to a device malfunction. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established".

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a treatment for esophageal varices performed on (B)(6) 2026. During the procedure, a first ligator failed to deploy a band. A second ligator was setup, when the endoscope was reinserted the second ligator released two elastic bands simultaneously and then nothing happened. There were no patient complications reported as a result of this event. This report pertains to one of the two devices used during the procedure; this entry specifically refers to the first device used, which corresponds to the failure mode "failure to deploy".

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a treatment for esophageal varices performed on (B)(6) 2026. During the procedure, a first ligator failed to deploy a band. A second ligator was setup, when the endoscope was reinserted the second ligator released two elastic bands simultaneously and then nothing happened. There were no patient complications reported as a result of this event. This report pertains to one of the two devices used during the procedure; this entry specifically refers to the first device used, which corresponds to the failure mode "failure to deploy".

Manufacturer narrative:
Block h6 (device codes): imrdf code a050501 captures the reportable event of bands failure to deploy.